Event description:
Date of event: best estimate (B)(6) 2013. According to the information received, a nurse reported that a wound dressing was used on an infected venous stasis ulcer. After 4 days the nurse removed the dressing which had adhered to the borders of the wound. During removal the foam began to pull away from the dressing. The nurse had to irrigate with normal saline and pick each piece of foam from the wound. The different wound dressing was used and no additional issues were reported.

Manufacturer narrative:
Product has been requested but as of to date no product was available for testing. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurence. Should additional information become available a follow-up report will be submitted.